Event description:
Reporter is a doctor, alleging that several pts had laser liposuction done and developed deformities that are unfixable. Caller alleges that pts also have irregular scarring, and deep scar tissues. Caller also stated that technique is inappropriate. Caller also states that doctors like him are blamed by the company, when infact the device itself doesn't adequately address the problem.